Event description:
Customer reported to beckman coulter, inc. (Bec) that the cartridge chemistry (cc) probe of the synchron lx 20 clinical chemistry system was leaking. Customer reported that she replaced the cc sample syringe. Customer reported that the fitting at the top of the probe was secure with no cracks or cross thread condition. Customer reported that there was no split in the tubing and no cracks in the wash collar. Customer reported that no erroneous results were generated. There was no report of adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the cc sample collar wash, drain valve, t-valve and flushed the collar wash drain line per established procedures. The fse performed calibrations and tested the quality control. There were no problems noted with calibrations and quality control. To date, customer has not contacted bec regarding further leak.

Manufacturer narrative:
(B)(4).